Event description:
It was reported that the device was recording atrial signals on the atrial electrogram channel, despite the pacing mode being programmed to vvi and the atrial port being plugged. The caller asked for explanation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.